Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (unknown, 35 mg/ml, 2.2 mg/day) via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the patient missed several refill appointments. The pump reservoir was empty since (B)(6) 2018 and the empty pump alarm was occurring. Low reservoir occurred (B)(6) 2018. The hcp was tapering the patient off the pump; the patient was looking to have the pump removed. There were no reported symptoms. No further complications were reported.